Manufacturer narrative:
(B)(4). The device was retuned and the balloon was pressurized and confirmed the reported deflation difficulty. Upon pulling negative pressure, the balloon deflation time was longer than desired. The lot history record was reviewed and identified no exceptions related to this lot for deflation issues. The complaint history for this lot was reviewed and identified one similar incident. Based on an expanded evaluation, it was possible that the deflation issue may be related to manufacturing. Manufacturing was notified and corrective actions (if any) will be processed per internal operating procedures. This issue will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified mid femoral artery. A 5.0 x 40 mm armada 35 balloon catheter was unable to deflate after inflation at 16 atmospheres for 2 minutes. An attempt was done to deflate the balloon with the indeflator device and a 50 ml syringe, but was unsuccessful. Several attempts at inflating was done using a manometer and then a non-abbott aspiration pump was used and successfully deflated the balloon completely holding negative for about 10 seconds before removal. Although there was a prolonged treatment, there was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.